Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was able to resolve the issue remotely by ordering a cabling and installing it themselves. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that before surgery, the system shut down on its own. The system was switched out to proceed with surgery.